Event description:
Philips received a complaint by the customer on the v60 indicating an inability to use the touchscreen. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report an inability to use the touchscreen. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation and per the good faith effort (gfe) response received, it was reported that there was no issue with the touchscreen as the ¿touchscreen not responding¿ malfunction was previously resolved under MFR report number 2518422-2025-008476.